Manufacturer narrative:
The received device had the cannula assembly fully deployed and the pink slide insert was visible in the viewing window. The device ran for 3723 pulses. During investigation, the needle mechanism was reset into its loaded position. Rotation of the ratchet gear deployed the needle mechanism as intended. No damages or defects were observed that would result in a needle mechanism failure. Investigation found no defects or manufacturing deficiencies that would contribute to a dislodging of the cannula. The exact cause of the reported dislodged cannula could not be determined. The exposed portion of the soft cannula was observed to be kinked. Although the cannula was observed to be kinked, fluid was able to successfully flow through the entire fluid path and exit the distal tip of the soft cannula. No signs of leakage were observed. Although the cannula was damaged, the timing and cause of the damage is unknown. An 0x6a alarm was generated by the device, indicating an occlusion. Fluid initially did not flow freely through the complete fluid path. The soft cannula was found to have a blockage. After clearing this blockage, fluid could freely pass through the fluid path. It could not be determined if the kinked cannula or blockage in the cannula contributed to the alarm; the root cause of the alarm could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the pink slide did not move forward when the pod was activated; this indicates a needle mechanism failure occurred. The patient also reported the cannula dislodged from the infusion site. The pod was worn between 4 and 24 hours and there was no reported impact to patient's blood glucose levels.